Manufacturer narrative:
Article citation: ¿comparative study of prepectoral and subpectoral expander-based breast reconstruction and clavien iiib score outcomes.¿ by lynne n. Bettinger; linda m. Waters, md, cm; stephen w. Reese, md, ma; susan e. Kutner, md; daniel I. Jacobs, md; plastic and reconstructive surgery open, vol.5, no. 7, july 2017., p. E1433. (B)(4). The events of seroma, hematoma, infection, and necrosis are physiological complaints, and analysis of the device generally does not assist allergan in determining a probable cause for these events. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Reported events of unknown side ¿loss implant,¿ seroma,¿ ¿hematoma¿, ¿infection,¿ and ¿skin necrosis¿ for 11 breasts implanted with an unknown mammary implant was noted in ¿comparative study of prepectoral and subpectoral expander-based breast reconstruction and clavien iiib score outcomes,¿ published in plastic and reconstructive surgery open, vol.5, no. 7, july 2017., p. E1403. Treatment was ¿surgical, endoscopic, or radiological intervention under general anesthesia.¿ the devices remain implanted. The manufacturer of the device is unknown.